Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a nonunion and plate breakage. The patient underwent an open reduction internal fixation (orif) of the index proximal phalanx on (B)(6) 2016. The patient was implanted with one (1) 2.0mm titanium locking compression plate (lcp) condylar plate and six (6) 2.0mm titanium locking screws. The patient progressed to a nonunion and plate breakage. It is unknown how the nonunion and breakage were discovered and if patient reported any adverse events. The patient underwent hardware removal and revision orif with bone grafting of proximal phalanx on (B)(6) 2016. Fragments generated from the broken plate were easily removed without additional intervention. It is unknown if all broken fragments were removed. It is unknown if the screws were intact upon removal. Surgery was successfully completed without surgical delay. Surgeon was pleased with the outcome. The patient status/outcome is unknown. Concomitant devices reported: 2.0mm titanium locking screws (part unknown, lot unknown, quantity 6). This is report 1 of 1 for (B)(4).